Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly during testing, however, moisture damage was found on the keypad traces during visual inspection. The pump also had a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that he woke this morning and two of the buttons stopped working on his pump, which is just over a year old. Customer's blood glucose level was 150 mg/dl. Customer went to do a bolus, but it would not work. Customer went through the manual bolus to use the wizard, but the bolus button would not work. When he went to use the up arrow, it also did not work. Eventually, the up arrow would work in another menu, but when the customer went back to try the bolus, the bolus and up arrow buttons would not work. Customer stated that the pump worked perfectly last night. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.